Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from november 25, 2019 - november 26, 2019. H10: the actual sample was received for evaluation. The unit was returned containing no fluid in the bladder because the distal luer was not closed which allowed the residual fluid from the bladder to drain inside a bag that contained the device. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infused during patient infusion. There were no issues identified during device connection or flushing of the PICC (peripherally inserted central catheter) line. The device had been filled with 8000mg cefazolin in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.